Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the gripper line broke during clip deployment. It was reported that the patient, with grade 4+ degenerative mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was advanced and the clip was placed. Gripper line removability was successfully established and the clip was deployed without issue. During gripper line removal, some resistance was noted after about 5 cm had been removed and the gripper line broke. The physician broke the gripper lever and the gripper line was removed, with no portion of the gripper line remaining in the patient anatomy. Mr was reduced to 1+-2, with implantation of one clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove the gripper line could not be determined; however, the cause for the broken gripper line was due to the difficulty removing the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.